Event description:
This is case 2 of 22 reported to baxter (B)(4) by the senior nurse of a peritoneal dialysis (pd) center. It was reported that when opening the transfer set, the twist clamp cracked/broke. As a consequence the set started leaking. The pd therapy was stopped. The patient had been on continous ambulatory pd therapy for at least 5 years. Reportedly, the customer was careful when opening/closing the transfer set. Alcohol-ethanol (B)(4) based disinfectants were used for sterilization of the skin and catheter, titanium adapter and transfer set (not spray, but cotton wool). These disinfectants must be used because the area is desert and it is very windy and dusty. These methods of sterilization had been used for a few years and there weren't problems like this before. According to the customer, the problems with the transfer set started in (B)(4) 2010. The exact occurrence date of this particular event is unknown. No sample was available for evaluation. No clinical consequences for the patient involved have been reported.

Manufacturer narrative:
(B)(4). The exact lot number is unknown, however the customer received transfer sets of three different batches (09 11038; 09 16035; 10 24064) since (B)(6) 2010. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. No sample was available for evaluation. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was conducted for potentially associated lot numbers (?09?11038, ?09?16035, ?10?24064) and no issues were found related to the reported condition during the manufacturing of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.